Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. A system checkout was performed and the system is working as intended. The computer was returned to the manufacturer for evaluation and is still under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was locking up intermittent but more frequently. Anywhere from 5-30 minutes the system will become unresponsive. No patient was present at the time of the event.

Manufacturer narrative:
The computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The computer boots normally to the application screen. No locking up or freezing in the software application was observed during testing. No errors were received. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was locking up intermittent but more frequently. Anywhere from 5-30 minutes the system will become unresponsive. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The other computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The computer boots normally to the application screen. The ent program start normally. When trying to exit the program freezes at "exiting...." They suspect the unresponsiveness is caused by the bad sector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was locking up intermittent but more frequently. Anywhere from 5-30 minutes the system will become unresponsive. No patient was present at the time of the event.